Event description:
The facility reported a pump with failure code 570:320:831:0000. This failure code occurred during patient use, but it is unknown at what step in the process it occurred. There was no patient injury or medical intervention necessary.